Event description:
A customer reported an issue where the pump's battery was depleting rapidly, and the usb cable required adjustment to charge the pump properly. There was no adverse impact on the customer's blood glucose level reported. No additional information regarding corrective actions taken by the customer or technical support was provided.